Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a follow up, noise episodes were noted on the atrial channel. No electrical anomalies were detected. The patient will return for a check up. The patient condition is good.